Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump was running a dual wave bolus. Customer reported the sensor suspended the insulin pump thinking her blood glucose was low when it was not. Customer wanted to know how much more insulin she needed to take, customer was advised how to check bolus. Customer un-suspended the device. Customer declined troubleshooting for bolus features. Customer's blood glucose was not provided. No further information reported.